Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) alleging that her son's meter was reading higher compared to another meter. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began approximately 4 months ago but only provided details from testing performed on (B)(6) 2012. She stated while at school the patient tested on the subject meter and obtained result of "152 mg/dl" and complained of a "headache" at approximately 2:15pm also. At approximately 2:56pm, he arrived home and complained that he felt "sleepy, fatigued, chest pain, weak, disoriented, out of sorts and his headache had gotten worse." The reporter checked his blood glucose and reported a value of "112 mg/dl" she treated him with pain killers and allergy medication and took him to the emergency room (ER). At approximately 4pm while waiting to be seen, he tested again and observed a value of "89mg/dl" and was given some water and gatorade by his mother between 4-6:12pm. The patient was tested again at 6:12pm with the subject device and observed a value of "155mg/dl" and reportedly was feeling better. He was given IV fluids by the hcp at an unknown time that evening due to dehydration after playing sports. At approximately 8:08pm, the patient tested on the subject meter and observed a reading of "351mg/dl" a test was performed on the hospital meter (accucheck) within 30 minutes and she claimed the result was "299mg/dl." Based on statistical methodology, the calculated difference of these glucose results met the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was performed and it fell within the range specified in the subject vial of test strips. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): there was no indication that the subject meter caused or contributed to an adverse event. The patient's symptoms and form of treatment correlated with the alleged results obtained on the subject meter. In addition, there was no evidence that the device has malfunctioned. On (B)(6) 2012, lfs completed device evaluation on the test strips involved with this complaint. Investigation noted that the control solution test was above the expected range with the returned test strips. This complaint is now being reported due to the failed test results with the returned meter.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: although the test strips had fell above the control solution range, the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has received the meter involved with the complaint on (B)(4) 2012; however, device evaluation has not been completed.